Event description:
Additional information was obtained that five days later, the patient went into an arrhythmia that the device did not deliver therapy for, resulting in cardiopulmonary resuscitation and two external shocks to break the rhythm. Upon examination of the episode, it appeared the ventricular tachycardia rate was below the rate cut off limit, causing therapy to not be delivered. The device was reprogrammed to mitigate the issue. No additional adverse patient effects were reported.

Event description:
Further information was received that the patient had died of septic shock. The cause of the infection was never conclusively determined. The product is not expected to be returned for analysis.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had developed an infection. The infection was first noted after being in the intensive care unit (B)(6), and was given medical intervention. Initially, it was thought that the infection was due to a previously placed swan ganz catheter. It was also thought the infection may have been related to a previously placed intra-aortic balloon pump as well. However, it was recently noted by the physician that the infection may be due to the device. No adverse patient effects have been reported. It is still under investigation to determine if the current infection is related to the device/lead system.